Event description:
The hcp reported that after the pt went through a security gate at his local library, he experienced a sudden onset of the device being "much stronger than he had experienced before." The hcp reported that the pt also had nausea, headache, and vision issues for several hrs. The symptoms resolved on their own and no pt treatment or device troubleshooting was necessary. The pt recovered without sequela. Reference MFR report #3004209178200702528.